Manufacturer narrative:
The manufacturer¿s international service technician did not confirm the reported issues during run in tests. No abnormality was found in the device. No parts were replaced for repair.

Event description:
The international customer reported the display of leak amount fluctuated significantly while v60 vent was in use. Circuit disconnected alarm did not sound even though a circuit was disconnected. The unit did not enter standby mode even though standby was selected. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.